Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) displayed the iabp may require maintenance message. No patient harm is reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6(medical device ¿ problem code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, onsite he downloaded the log file and verified machine event log on 28may2025, when start regulator calibration and show vacuum -337mmhg, performed regulator calibration and machine simulation 15 mins. This process cycle perform 5 times. Performed 30 psi calibration and regulator calibration done. All functionals tests ok and safety check passed perform clear log on machine.